Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was an under infusion of doxycycline. The patient was on the last dose of doxycycline and the abx doxycycline 100mg IV was hanging longer than expected. There was patient involvement but outcome is unknown.